Manufacturer narrative:
Literature citation: warner ns, schaefer kk, eldrige js, et al. Peripheral nerve stimulation and clinical outcomes: a retrospective case series. Pain pract. 2020. 10.1111/papr.12968 literature abstract: peripheral nerve stimulation (pns) is a rapidly expanding field within neuromodulation; however, there is limited data on therapeutic efficacy. This study described the indications and clinical outcomes for patients undergoing pns for chronic pain states. The authors ultimately concluded that pns was associated with reduced pain scores, lower opioid utilization, and improved patient function at 6 months. It was stated that the data supported pns as a potentially effective nonopioid analgesic modality in chronic pain, though prospective multicenter evaluation was warranted to evaluate longer-term outcomes. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B3: the specific event dates were not reported; however, it is known that the event dates fall within the range of first enrollment eligibility - 2004-jan-01 and the end date of data collection 2019-jan-01. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D: please note that although only 57/91 patients in the study were implanted with devices from this manufacturer, all events have been included at this time as the reported events were not broken down by device manufacturer type. Concomitant medical products: product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku if information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1. 7 patients experienced a postoperative surgical site infection, occurring at a median of 50 days after the procedure with a minimum of 29 days and maximum 300 days. One infection occurred after a patient suffered a mechanical fall, resulting in dehiscence and gross contamination of the surgical incision. All patients were treated with oral antibiotics upon suspicion of infection, including cephalexin in four, cefadroxil in one, dicloxacillin in one, and minocycline in one. Median antibiotic duration was 10 days. Staphylococcus aureus was the causative organism in four out of seven cases. One case was secondary to candida albicans, while another was due to streptococcus species. No causative organism was identified in one case, leading the authors to implicate a ¿presumed low-virulence pathogen.¿ one infection was treated non-surgically without device removal. Six infections were treated surgically, with five ultimately requiring device removal because of infection. Two of the seven infected devices were removed on the day of infection diagnosis. Four were treated with urgent surgical wound exploration and revision. In one case, the device was salvaged and was used for an additional 270 days until it was ultimately removed due to complete eradication of pain symptoms. In the other three cases, re vision prolonged the lifespan of the device by 9, 10, and 65 days after infection diagnosis. The authors found no difference in the rate of surgical site infection based upon the presence or absence of prophylactic postoperative antibiotics. 2. 4 patients underwent device removal due to persistent pain. 3. 3 patients underwent device removal due to device malfunction. 4. 1 patient underwent device removal due to lead erosion. 5. 1 patient underwent device removal due to a non-healing wound. 6. 9 patients underwent a revision surgery due to lead migration. 7. 5 patients underwent a revision surgery due to device malfunction. 8. 4 patients underwent a revision surgery due to lead erosion. 9. 3 patients underwent a revision surgery due to pocket erosion. 10. 1 patient underwent a revision surgery due to anchor erosion. 11. 1 patient underwent a revision surgery due to lead relocation. See attached literature article.